Manufacturer narrative:
Manufacturer completed the entire form. Additional MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient reported they were hospitalized, due to hyperglycemia. The patient reports that her blood glucose was in excess of 600 mg/dl. When questioned for details the reporter stated her blood glucose had been reading very high for the previous three weeks. She reports of changing her site every day, there has been no bleeding or swelling at the site and she reports that she does not have scar tissue buildup. She reports that when she detaches the infusion set insulin pumps out as expected. She has tried multiple vials of insulin with no change. She reports no leaks in the system in the tubing, site, or cartridge. She checked all her settings and they are correct- she has even tried to increase her dosage, but that has not helped. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.